Event description:
During a procedure the amplifier would not connect so pacing could not be performed. The case was completed with no adverse consequences to the patient. However, since pacing was not performed, it is unknown if the procedure was successful.

Manufacturer narrative:
One workmate claris amplifier was received for evaluation. Visual inspection revealed the connectors, switches, and labels had no physical damage. All of the mounting hardware was secured. Normal wear and tear was observed on the exterior enclosure. The returned workmate claris amplifier was powered on and successful communication was established with the test standard workmate claris computer. However, the communication dropped and an error ¿amplifier disconnected¿ message was received on the live screen of the workmate claris system indicating that the communication between the workmate claris system and the amplifier terminated unexpectedly. During the evaluation, the amplifier status was reviewed including the single board computer (sbc) temperature and voltage sensors. The amplifier status revealed fluctuating microprocessor core temperature that exceeded the predetermined limit during operation. As designed, the single board computer initiated a system shutdown as the microprocessor operating temperature approaching a predefined threshold. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the evaluation performed, the returned amplifier intermittently lost communication with the work mate claris computer due to the single board computer (sbc) temperature fluctuation exceeding the predetermined limits.